Event description:
It was reported that the patient's left knee was revised due to infection (originally implanted on (B)(6) 2018). All implants, a 6x9 mm cr insert, size 5 cr femoral component, size 6 primary baseplate, and 39 mm symmetric patella were removed. A washout was done and a 6x13 mm ps insert, size 5 ps femoral component, size 6 universal baseplate, and new 39 mm patella were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.